Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient received multiple inappropriate shocks. It was also noted that a device parameter was programmed one way, but appeared to be programmed a different way per the interrogation. The device remains in use. No further patient complications were noted as a result of this event.